Manufacturer narrative:
As returned the thumb screw has approximately .300" of the threaded end fractured from the shaft. Devices returned exhibit wear and tear that indicates extensive use. The thumb screw was dimensionally inspected and found to be conforming with the exception to the previously mentioned fracture and thread damage. The device has a potential field age of approximately (B)(4) years. This instrument is used for treatment. No other complaints of any type have been reported for this lot and thumb screws. The instructions for use included with the device state: "where instruments form part of a larger assembly, check that the devices assemble readily with mating components. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement." With the provided information the exact cause could not be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the trial inserter was difficult to thread onto the trial and the bolt snapped off the trial stem.